Event description:
Inflation difficulty. The report received indicated that during a coronary procedure, the 2.5x28 mm cypher stent was delivered to the target lesion; then pressure was applied but the pressure would not increase at all. Therefore, the cypher was removed from the patient and a competitor's stent was implanted successfully without any adverse event or injury to the patient. The procedure included treatment of a de novo lesion in the distal left circumflex artery, the lesion was heavily calcified, highly tortuous and presented 90% stenosis. The vessel was pre dilated and after stent implant the lesion was post dilated. Additionally, during the same procedure, another lesion in the proximal left anterior descending artery treated with a cypher without any complications.

Manufacturer narrative:
The product is available for evaluation, however, as of to date, it has not been returned. This device is distributed outside the united states; however, it is similar to the cypher coronary sds/stents distributed in the united states. Additional information will be submitted within 30 days upon receipt.